Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn off at the up arrow button and across the contrast button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts. Additionally, the piston cap was found to be missing. The display screen text was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all button contacts. Investigation also revealed that the pump¿s piston cap was missing. Additionally, the display screen text was found to be dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.